Event description:
Concern of pt regarding possible rupture of implants. Consultations sought, mammogram done, report suggested rupture. Elective removal done on 6/23. Implants located underneath the muscle. Capsules were opened and excursion of voluminous amount of free silicone gel was found on both sides. No identificataion found on implant patches. Sent to pathology for gross exam then given to the pt the next day.